Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
"As reported in medwatch report mw5097419: "while drilling holes for screws, a drill bit tip broke off in the patient. The broken tip (25-30 mm) was visible on x-ray and unable to be removed from the patient. Drill bit was from the stryker pelvis basic instrument set."

Event description:
"As reported in medwatch report mw5097419 : "while drilling holes for screws, a drill bit tip broke off in the patient. The broken tip (25-30 mm) was visible on x-ray and unable to be removed from the patient. Drill bit was from the stryker pelvis basic instrument set."

Manufacturer narrative:
The reported event could be confirmed only based on the x-ray provided by the customer. The device was not returned but one x-ray was provided. The review of the received x-ray has shown that the fragment of the broken drill bit is visible, the fragment is placed in the bone parallel and close to the longest fixation screw of the plate. However, the x-ray provided does not allow the determination of the root cause. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.